Event description:
Additional information was reported indicating that the pocket adaptor was added and the ins was replaced. The patient was receiving effective therapy.

Event description:
It was reported that the patient had not used the therapy for five years. The manufacturer representative could not communicate with the implantable neurostimulator (ins) with the clinician programmer on the day of the report. It was noted that it could also be because the ins was tilted in the pocket. It was noted that either way it would need to be revised. There was a replacement revision schedule for (B)(6). If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 748940, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. Product ID: 3487a-33, lot# j0343894v, implanted: (B)(6) 2003, product type: lead. (B)(4).